Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow up will be submitted with additional information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that an asahi confianza pro guide wire tip separated during the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device returned for analysis. The returned confianza pro was missing its distal segment. The coil wire and the core wire were found fractured at approximately 6.5mm and 8mm respectively. Each fracture site was microscopically observed. It was found that the fractured end of the coil wire became smaller in diameter. The core wire shaft was found twisted and distorted. The above measurement suggested the separated tip was approximately 7mm long. The separated tip was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and the investigation outcome, it was presumed that accumulated torque exceeding the products design limit was inadvertently applied while the guide wire tip was trapped by the lesion and or stenotic vessel. There was no indication of product deficiency. Instructions for use states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; warnings: if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; warnings: when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations, 720 degrees, in the same direction; and,[malfunction and adverse effects] separation or breakage of the guide wire.